Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room experiencing syncope. The right ventricular lead exhibited a loss of capture. The lead was capped and replaced. The patient was in good condition post procedure.